Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b1, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6 reason for reoperation: rupture.

Event description:
Healthcare professional later reported "capsular fibrosis", baker grade iii and "rupture".

Event description:
Healthcare professional reported "capsular contracture", baker grade unknown. This record is for the right side. The device status was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.